Event description:
Pt was noted to have a faintly radiopague linear radiodensity on a recent chest x-ray which was demonstrated as an abnormality within the vena cava on prior ultrasound and CT exams. The pt had a PICC line placed at an outside facility over a year ago. Pt was admitted to special procedures for removal of foreign object. The wire appears to be an obturator related from PICC placement. The pt stated he had a PICC line for 30 days. Pt tolerated the removal procedure well.